Event description:
Blood in the drive line tubing and replaced. Alarm: iabp leak reported. No insertion difficulty and no difficulty during pumping. No pt injury or death resulting from the reported event.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5 cm from the iab tip. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3 cm from the rear seal measuring 0.025 cm in length . Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).